Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the doctor was unable to remove the mount from the implant using normal torque at the time of placement, so he proceeded to remove the implant and place a new one.

Manufacturer narrative:
One (1) imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Functional testing to recreate the reported event; verified the device does not disengage as intended. Malfunction. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 45 (fdi) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1255639). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1255639) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsv4b10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, and functional testing device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information available at the time of this report.